Manufacturer narrative:
The device was returned and visual inspection revealed housing intact. The reported event was not duplicated. There was no problem detected with device. As a preventative, the downstream sensor replaced.

Event description:
It was reported that cadd legacy plus pump during the use of the product, an occlusion alarm went off. After the customer changed the pump to another one, the alarm was cleared. No patient injury.